Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2020-00301: driver.

Event description:
While implanting an aculoc 2 plate, the surgeon was inserting a locking screw with a driver. The driver tip broke off during the surgery and remains implanted in the head of the screw.